Manufacturer narrative:
Product ID 3889-33 lot# va07a6d serial# implanted: (B)(6) 2013 explanted (partial): (B)(6) 2016 product type lead. Corrections: removed a24, removed f12, removed g07002. Correction: included lead information which was left (partially) implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that when the doctor removed the battery and lead, they were not able to remove the whole lead and part of it was left inside because they could not take it out. Registration was scanned in on (B)(6) 2021. The patient had a question regarding the lead. An attempt was made to warm-transfer them to the neuro manufacturer help line, but while in the queue, the patient hung up. The patient did not know the explant date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that  the patient stated their ins wasn't working for them so they had their dr remove their device and also so that pt could have MRI scans. Agent asked for event date and if this has been going on since doi and pt stated they had "been going back and forth" and did not provide a clear answer. Pt stated they found out in 2017 that the entire implanted system was not removed and pt stated there are still "some wires in there". Pt clarified ins was only removed, not the lead. Pt inquired if they can have an MRI with lead still implanted. Reviewed MRI compatibility with pt and redirected pt to hcp to further discuss. Pt stated they didn't know the lead was left implanted until pt went to get an MRI in 2017 and pt had an x-ray to make sure the implant was removed and pt stated they were shocked to find out that the lead was left implanted. Pt stated they don't know why the lead was left implant ed. Pt stated ins was removed "probably a few years" prior to 2017, stating "maybe in 2015", but stated they are not certain. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.